Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: bmc surgery 2012, 12:22; doi:10.1186/1471-2482-12-22. (B)(4).

Event description:
It was reported in a journal article with title: open preperitoneal versus anterior approach for recurrent inguinal hernia: a randomized study. This parallel prospective randomized clinical trial was to compare the open posterior preperitoneal versus anterior tension-free approach for repair of unilateral recurrent inguinal hernia regarding complications and early recurrence. From jan2007 to dec2009, 120 male patients (mean age of 53.5 years [ranged between 42-65 years]) with unilateral recurrent inguinal scrotal and irreducible hernias which were divided randomly to two main groups: open posterior approach, group a (n=60), and transinguinal anterior tension-free repair, group b (n=60). In the anterior tension-free repair group, prolene mesh was used. In group b, early postoperative complication included mild-to-moderate scrotal swelling and seroma (n=12). Moreover, chronic pain (n=18) was observed. Furthermore, late complications included testicular atrophy (n=5) and hernia recurrence (n=4). Chronic postoperative pain is strongly related to two main patient-related factor (age and body mass index) or surgery related factors (surgery for recurrence with anterior approach, operations performed in specialist hernia centers and experience of the surgeon. Testicular atrophy in group b occurred due to operating within fibrotic field with tissue reaction around the mesh.